Event description:
A talent/talent occluder stent graft systems were implanted for an endovascular treatment of a type iii endoleak of an aneurx stent graft. The investigator reported that the patient expired. The cause of death is unknown.

Manufacturer narrative:
(B)(4).